Event description:
On (B)(6) 2013 the patient contacted animas alleging that the pump delivered a 2unit bolus via the audio bolus feature while she was sleeping, and she subsequently experienced a low blood glucose (bg) of 57mg/dl with shakiness. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation that the pump delivered a bolus without user intervention.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2013 device evaluation: the device has been returned and evaluated by product analysis on 09/20/2013 with the following findings:a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no unprogrammed bolused occurred during testing. A normal bolus and an audio bolus were performed successfully and the pump accurately recorded the boluses in the pump history. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the event, the moisture damage was found on the audio bolus button contact; no other moisture damage was observed. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.